Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage using lighted magnifier.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 22 mmol/l (396 mg/dl) while wearing the pod between 4 and 24 hours on the hip/buttocks area. The patient noticed that the cannula had dislodged from the infusion site and was kinked. A new pod was applied to treat the hyperglycemia.